Event description:
The customer reported the system's monitor intermittently displayed a blank image. It was also reported the system lost pt data. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit boards were reseated and the hard drive was reformatted. The system was then found to be operating as intended.